Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv far field p-wave oversensing issue and crosstalk was observed on the device. Lead remained stable and no lead dislodgments were suspected however a chest x-ray was suspected. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received: device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion. The device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.

Event description:
Patient presented in clinic for a follow up visit, some external noise was sensed. No programming changes were recommended due to large amplitude and oversensing was due to far p wavees and due to patient's lead positioning. Isometric testing was recommended and to continue to monitor the episodes. Programming change was recommended to avoid inhibiting pacing.